Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal (ip) injection of vancomycin (1 gm, frequency and duration not reported) and ip injection of fortum (1 gm, frequency and duration not reported) as a treatment for peritonitis. At the time of this report the patient outcome was unknown. The action taken with dianeal therapies was not reported. No additional information is available.